Event description:
It was reported that the patient noticed the device was switching on/off a few times a day. Due to the issue the patient was told to keep a diary with regard to the device issue. A report was run on the device that showed the device was switched on or off very often, but it was not completely in line with the patient's diary. Due to some psychological issues, the physician decided to remove the system. An impedance check showed that all impedances were normal. The patient was feeling paresthesia well and in a good area. It was noted the patient was sent to psychiatry.

Event description:
Correction: it was reported that after a year the patient noticed the device was switching on/off a few times a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3877-45 lot# 0204216086 serial# implanted: explanted: product type lead; product ID 37081-40 lot# serial# (B)(4) implanted: explanted: product type extension; product ID 3550-39 lot# unknown serial# implanted: explanted: product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the device, model 37702, serial no. (B)(4), found no anomalies. Analysis of the lead, model 3877-45, found no anomalies. Analysis of the extension, model 37081-40, serial no. (B)(4), found no anomalies. Analysis of the anchor, model 3550-39, found no significant anomaly, cut silicone. Analysis of the accessory kit/plug, model 3550-29, found no anomalies. Correction: date of event: no date should have been entered. Correction: describe event: clarification of wording. Correction: concomitant medical products: lead: product ID 3877-45, lot# 0204216086, explanted: (B)(6) 2012. Extension: product ID 37081-40, serial# (B)(4), explanted: (B)(6) 2012. -